Manufacturer narrative:
The cobas e 402 analytical unit serial number is (B)(6). The sample has been requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys calcitonin result from the cobas e 402 analytical unit for one patient. The patient's first result with the cobas e 402 was 1.3 ng/l. The result with the diasorin liaison xl was 50.3 ng/l. The patient's result 4 months later on the cobas e 402 was 0.9 ng/l. The result with the diasorin liaison xl was 28.6 ng/l.